Event description:
The subject device was sent to an olympus service center for evaluation with a report that no ultrasound image was displayed on the monitor. There was no patient or user injury reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is possible that it was a sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: ultrasound probe breakage, ultrasound cable disconnection, pc board failure. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system, warnings and cautions or precautions, storage of the ultrasonic cable. During the device evaluation, service found when the device was turned on, there was noise generated in the ultrasound image. The field of view was cloudy due to internal moisture. The angle of curvature was out of specification due to the stretching of the angle wire. The angle knob play was out of specification due to the stretching of the angle wire. The curved rubber adhesive was cracked due to external factors. A leak was observed due to damage to switch 4. A leak was observed due to deformation of the internal parts of the up/down knob. The cleaning tube mounting base was loose due to external factors. Scratches were observed on the insertion tube, on the curved rubber, and on the objective lens, due to external factors. The paint on the air/water supply cylinders was peeling. There was dirt difficult to remove found on the tip due to handling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.